Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use . Product code: qau. PMA/510k: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Catheter #1 presented with minor kinks and was discolored throughout the tubing as well as at the distal tip. Catheter #2 did not present with any powder inside the tubing but contained a bend at the distal tip and minor kinks throughout the length of the tubing. The device was tested as returned and did not spray as intended. The co2 cartridge discharged upon deactivation and was fully punctured. At this point in the investigation, the regulator components sprang apart due to pressure inside the handle and no further functional testing of the handle could be conducted. A visual examination of the lance showed it to be beveled correctly. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The catheters were attached to a sample device for functional testing. Both catheters sprayed as intended. The handle was disassembled and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, powder was observed around the base of the activation button and around the o-rings inside the valve. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: powder was observed around the components and o-rings inside the low pressure valve. It is unknown how the powder entered the valve. It is possible that pressure back flow occurred due to powder clogging the device and/or catheters or due to the carbon dioxide cartridge emptying completely, which can send powder back into the low pressure valve and cause the observations found during the evaluation. The report indicates that one the catheters would not spray which could indicate occlusion and may have caused the back flow of powder; however, the returned catheters both sprayed as intended. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that hemospray was prepared after [following] the IFU and then no powder came out of the catheter on site. Then the second catheter was used, which ended the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.